Event description:
The customer reported the device failed to discharge during a pt event. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4). The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.